Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two marathon catheters were punctured in the distal end by the guidewire. The patient was undergoing treatment for a giant arteriovenous malformation (avm) at the circle of willis. The major feeder arteries were from the internal carotid artery and the posterior cerebral artery. The patient's vessel tortuosity was severe. The access vessels were the internal carotid and vertebral arteries, which were 4mm and 5mm in diameter. It was reported that access was acquired after a lot of struggle. The marathon was primed with dmso and onyx was taken in 1ml injections. While injecting onyx it was seen under fluoro that onyx was leaking out of both marathons. Aside from the puncture, there was no other damage to the catheter. There was no kink or damage to the guidewire. There had been friction/difficulty during insertion of the guidewire. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a hybrid guidewire.

Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned within shipping box; and within an opened marathon outer carton and inner pouch. The hybrid guidewire (non-medtronic) used in the event was not returned. The hybrid guidewire has a labeled outer diameter (od) as small as 0.007¿ (per online source). Per the marathon IFU (instructions for use), the marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter. Therefore, the hybrid guidewire was found compatible for use with the marathon micro catheter. Damage location details: no damages were found with the marathon hub. However, onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found punctured at ~18.4cm from the distal tip. No damages or irregularities were found with the marathon distal marker/tip. No other anomalies were observed. Testing/analysis: the total and usable lengths of the marathon micro catheter were measured to be within specifications. The marathon micro catheter was flushed, water exited from the distal tip. An in-house mandrel was inserted through the catheter hub with no issues; however, the resistance observed at the damaged location. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ and ¿catheter resistance¿ were confirmed as the marathon catheter was found to be punctured. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. Possible causes of resistance include the use of damage/incompatible coil, patient tortuous anatomy and lack of continuous flush. The hybrid guidewire was found compatible for use with the marathon micro catheter. It was reported that the devices were prepared and flushed according to the instructions for use (IFU) and the patient's vessel tortuosity was severe. It is possible the patient¿s ¿severely tortuous¿ anatomy contributed to the event. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the guidewire was shaped. The device did not get embedded in an unintended location.